Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 416 mg/dl. The customer was admitted to the hospital. Customer cause of hospitalization was diabetic ketoacidosis. The customer was currently in the hospital. Customer also reported that she had site issues. Customer's blood glucose at time of incident was unknown. Customer stated site is not actively bleeding at time of call. Customer stated that during troubleshooting of blood at site the doctor had just walked in and had to disconnect. Customer was advised to call back to finish troubleshooting.